Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited minute ventilation (mv) feature noise and oversensing as well as variable right atrial (ra) pace impedances, including intermittent high out of range impedance measurements greater than 3000 ohms. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) to program off the respiratory rate trend (rrt). Ts also indicated this issue is most likely related to the device header spring contact. The hcp indicated they will continue to monitor the patient. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited minute ventilation (mv) feature noise and oversensing as well as variable right atrial (ra) pace impedances, including intermittent high out of range impedance measurements greater than 3000 ohms. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) to program off the respiratory rate trend (rrt). Ts also indicated this issue is most likely related to the device header spring contact. The hcp indicated they will continue to monitor the patient. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.